Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification.

Event description:
Related manufacturer report number: 2017865-2021-12232. Following implant procedure, a capture issue was noted of the right ventricular (rv) lead. Displacement of the rv lead was confirmed by x-ray. Displacement of the right atrial (ra) lead occurred after repositioning of the rv lead. The event was resolved by explanting and replacing the rv and ra leads. The patient was in stable condition.